Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of strep throat infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected with juvéderm volbella® xc in the lips and perioral area. Patient developed delayed swelling after strep throat infection, deemed not device related. Patient was treated with steroid shots and the swelling in their lips went down.